Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the malfunction. The se replaced the keyboard, which resolved the issue. The ventilator passed self testing.

Event description:
Medtronic received report that, during patient use, the ventilator's keyboard was unresponsive. No information is available regarding the patient being transferred to another ventilator. No harm to the patient as a result of the event.